Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes was found to have the shield/cap/stopper a different color/shade or faded before use. The following information was provided by the initial reporter: customer noticed in a tray of 100 sst tubes one has a dark color stopper which is different to the others in the shelf pack."